Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a qdot micro¿ catheter and the patient experienced cardiac arrest that required CPR and medication. The patient died. After the procedure, the patient became unstable. All catheters were removed prior to the patient becoming unstable. The code response team was brought into the lab to attempt to resuscitate the patient. CPR was performed on the patient. Multiple medications were given to the patient. The patient was transported to the intensive care unit of the hospital. The patient passed away. The date of death was unknown. The physician believes the event was related to a respiratory issue. Prior to catheters being removed, the physician utilized the ultrasound catheter to confirm that no pericardial effusion was present.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 24-feb-2025, bwi received additional information indicating that there were no issues seen on intracardiac echocardiography (ice). Section a on this report has been updated with the patient's gender and ethnicity (male, latino). Additionally, the product investigation was completed as the complaint device was not returned for analysis. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).